Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged a day after pocket implant. A surgical intervention was performed by the physician and this lv lead was explanted. No additional adverse patient effects were reported.